Manufacturer narrative:
It was reported to rti surgical that during a regularly scheduled follow-up appointment it was discovered that the cervical plate did not fully retain the screw and the screw backed out. Index surgery was on (B)(6) 2017 and revision surgery to remove the hardware was on (B)(6) 2019. The patient had no adverse effects from the construct. Even though the patient had already fused, the surgeon decided to remove all of the hardware. The devices were returned and the plates retaining springs were found to be broken. It is unknown if the break occurred while in the patient or during removal of the construct. A DHR review was completed and the device was manufactured to rti surgical specifications.

Event description:
It was reported to rti surgical that the surgeon removed the plate and screw due to the screw backing out. Patient had no adverse effects due to the screw backing out and is solidly fused.